Manufacturer narrative:
The instrument was received and evaluated. Engineering placed the instrument an in house da vinci system for testing and confirmed that the cautery function was not working. After inspecting the instrument, engineering found a damaged insulation on the conductor wire at the instrument's snake wrist. The conductor wire was exposed at two different locations. Electrical testing was performed and passed. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During a da vinci si surgical procedure, the vessel sealer instrument reportedly stopped working. No further details were reported. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.